Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements that triggered the lead safety switch (lss) which changed the polarity to unipolar. Noise was seen in unipolar configuration. Boston scientific technical services (ts) was consulted and suggested performing isometrics in both bipolar and unipolar configurations. Isometrics was performed and noise was reproduced in unipolar, but not in bipolar configuration. The rv lead was reprogrammed back to bipolar and they will continue to monitor the patient. The rv lead and pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the single chamber pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements that triggered the lead safety switch (measurements) which changed the polarity to unipolar. Noise was seen in unipolar configuration. Boston scientific technical services (ts) was consulted and suggested performing isometrics in both bipolar and unipolar configurations. Isometrics was performed and noise was reproduced in unipolar, but not in bipolar configuration. The ra lead was reprogrammed back to bipolar and they will continue to monitor the patient. The ra lead and pacemaker remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed due to continued oversensing of noise on the ra channel that led to inappropriately triggered episodes and continued high out of range pacing impedance measurements. During the procedure the ra lead and pacemaker were explanted and successfully replaced. No additional adverse patient effects were reported.